Event description:
It was reported that atrial fibrillation episodes due to far-field r-wave oversensing was observed. Programming changes were made. Patient condition is fine. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.